Event description:
Status post bilateral submuscular inframammary bilumens (unk size/type/MFR - no records) for augmentation. Complaints of mass in left breast at approx 3 o'clock for 8 mos; it is tender and increasingly so. Pt denies history of trauma. Pt does not believe that it has grown but the left is larger and pt doesn't know if it was always that way. Pt denies changes in shape/size/texture. In addition, pt has some mild systemic complaints including paresthesias/headaches, occasional dizziness and irritable bowel syndrome. Pt is otherwise healthy.